Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the thigh, which is off-label usage of the device, on (B)(6) 2025. According to the patient, on (B)(6) 2025, the patient was running errands and standing in line when the patient experienced dizziness and tremors. The cgm was reading 140 mg/dl and the bg was 58 mg/dl. She consumed one bottle of orange juice from her bag, but her symptoms persisted. A stranger provided her with two additional bottles of orange juice and the patient called 911. Emergency medical services (ems) arrived 10 minutes later and assessed the patient. Ems measured her bg which showed a reading of 80 mg/dl. No medications were administered during the evaluation. Ems remained on the scene for approximately 15 minutes. The patient was offered transportation to the hospital but declined. At the time of the report, the patient is feeling okay. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.